Manufacturer narrative:
The insulin pump was received with intermittent button response due to a flattened dome switch for all of the buttons. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
The customer reported that one of the buttons on the insulin pump was not functioning correctly. The customer's blood glucose was 102 mg/dl. The insulin pump was reported not to have been bumped, droopped, or exposed to moisture. The customer was instructed to remove the battery for five minutes and place a new one into the insulin pump. The buttons stopped responding. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.